Event description:
It was reported that the patient experienced a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. After two attempts were performed the physician was then successfully able to perform the transseptal puncture. The physician positioned the was in the laa of the patient and then prepared the wds. While preparing the wds the patient became tachycardic and transesophageal echocardiogram (tee) imaging showed that the patient had a pericardial effusion with cardiac tamponade. The physician elected to continue the procedure and deployed the closure device in the patient. Release criteria was not met, and the closure device was fully recaptured. At this time, the physician performed a pericardiocentesis to treat the effusion. 110ml of blood was drained from the patient and the pericardial effusion had decreased in size. The physician restarted the procedure and successfully implanted a 27mm closure device in the laa of the patient. The patients effusion was not full resolved post procedure and blood continued to be drained from the patient. The physician decided to perform an open-heart surgery to treat the patient. During surgery the physician did not find any bleeding points in the anterior wall, lateral wall, inferior wall, posterior wall, and around the laa. The patient did not receive any additional treatment and the surgery was ended. The patient did well following this event and is expected to make a full recovery.